Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Anchor would not detach from the inserter. A backup device had to be used to complete the procedure, using a new site. The event occurred approximately 60 min after starting labrum repair procedure. There was a 10 min delay in the surgical procedure. It is unknown, if the original site was left empty. The site was prepared by drilling and then the anchor was tapped in. The patient was noted to be okay post-procedure; the patient did not require any additional monitoring or medical interventions. Further information received on (B)(6) 2015 indicated that the original site was not left empty; the screw remained in the bone.

Manufacturer narrative:
Visual assessment of the device shows the inner plug remains attached to the inserter. The plug has been advanced within the inserter shaft. Functional assessment of the torque limiter found it to function as intended. Inner plug was able to be advanced out of the inserter shaft. The inner plug was easily removed from the inner shaft. Evaluation of the inner plug showed the threaded portion to be damaged likely due to being drawn into the shaft. Per the device IFU under warnings ¿rotate the torque limiter only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint¿. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be user error. No further investigation is warranted at this time. (B)(4).